Manufacturer narrative:
Corrected: d4 - device information was corrected. The patient developed a hematoma and was reported to abbott. Following a surgical intervention wherein the ipg was explanted and replaced for an unknown reason, patient had developed a hematoma. The patient was hospitalized; however, the issue has been resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported following a surgical intervention wherein the ipg was explanted and replaced in (B)(6) 2025 for an unknown reason, patient had developed a hematoma. The patient was hospitalized; however, the issue has been resolved.